Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had hysterectomy') in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced nervousness ("I was nervous prior to surgery") and anger ("I was anger prior to surgery"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal, nervousness and anger outcome was unknown. The reporter considered anger, medical device removal and nervousness to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social medical records: medical device removal, nervous, anger". Most recent follow-up information incorporated above includes: on 4-feb-2020: quality safety evaluation of ptc on 10-feb-2020: this case-(B)(4) was duplicate of case-(B)(4). All information were transferred to retained case-(B)(4). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had hysterectomy') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced nervousness ("I was nervous prior to surgery") and anger ("I was anger prior to surgery"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal, nervousness and anger outcome was unknown. The reporter considered anger, medical device removal and nervousness to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social medical records: medical device removal, nervous, anger". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.